Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during liver transplantation surgery, clip slippage occurred.

Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The customer returned one unit of 543965 autoendo5 ml for investigation. Per DHR the product auto endo5 ml lot #73c1600176 was manufactured on 03/07/2016 a total of 288 pieces. Lot was released on 03/15/2016. DHR investigation did not show issues related to complaint. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The customer returned one unit of 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The reported complaint of "clips slipped" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws and were successfully applied to over-stressed surgical tubing. The device was received with 11 clips remaining in the channel indicating that the end user fired 4 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Event description:
It was reported that during liver transplantation surgery, clip slippage occurred.